Event description:
It was reported that the deep brain stimulation (dbs) patient had not received adequate stimulation therapy in the left ventral intermediate nucleus (vim) since being implanted with the device. Imaging taken in the field confirmed the lead had not migrated, but revealed the lead had been placed anterior lateral. The physician chose to reposition the lead, and the patient underwent a revision procedure wherein the lead was replaced and positioned posterior medially.